Manufacturer narrative:
The indigo handpiece (product # 1845000) was returned for analysis. Analysis confirmed the reported event of device overheating. Pre-repair temperature testing was performed. The pre-repair temperatures at 1 minute were the following: collet- 122 degrees f, motor t1 ¿ 92 degrees f and motor t2 ¿ 88 degrees f. Analysis indicated that the overheating issue is due to the collet. The inside of the collet was damaged and it is not possible to lock the bur (attachment) in the handpiece. The indigo straight attachment (product # 1845010) was also returned for analysis. Analysis confirmed the reported event of attachment having connection difficulties with the handpiece. Analysis indicated that the distal bearing on the device is broken. The internal parts of the device were polluted with foreign debris. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the customer indicating that it took the device more or less twenty minutes through the course of the procedure to heat up. A replacement handpiece was used to complete the procedure. The straight attachment did not heat up. The attachment had connection difficulties with the handpiece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device analysis was completed. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 1845010: indigo otol straight attachment, serial # (B)(4), lot # 209080221, manufactured date ¿ jan/05/2015, 510(k) # k081475, (B)(4). Evaluation was not performed; products were not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had connection difficulties and the handpiece was overheating. There was no patient impact.